Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a concentric lesion in the mid left anterior descending artery. The xience xpedition stent delivery system (sds) was advanced to the lesion, but the sds balloon did not inflate, and the stent could not be expanded. A leak was suspected, but not confirmed. It was replaced with a 2.5 non-abbott sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported leak, reported failure to deploy and reported inflation issue were able to be confirmed. The balloon was torn at the distal balloon marker for a length of 2mm. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.